Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator software and configurations were evaluated and reloaded. The mainframe fluoroscopy switch was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.